Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio¿ slim was used during a capio fixation procedure performed on an (B)(6) 2018. According to the complainant, during the procedure, the ¿moving part¿ of the capio device (capio carrier) detached inside the patient. A small vaginal wall incision was made to retrieve the "metal piece" and an x-ray was called. The patient's condition at the conclusion of the procedure was reported to be stable. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
A visual analysis of the returned capio slim revealed that has the carrier was broken; the broken section of the carrier was not returned, consequently confirming the reported complaint. A functional analysis of the device was not performed due to the device condition (carrier broken). A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label. The investigation concluded that the most probable cause for this complaint is design product enhancement since a modification would improve performance, function or appearance of the product. An investigation is open to address this issue.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a capio fixation procedure performed on an (B)(6) 2018. According to the complainant, during the procedure, the ¿moving part¿ of the capio device (capio carrier) detached inside the patient. A small vaginal wall incision was made to retrieve the "metal piece" and an x-ray was called. The patient's condition at the conclusion of the procedure was reported to be stable. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.